Event description:
The lay user / patient called alleging that the meter does not power on. The patient was unable/unwilling to verify whether they had exhibited any symptoms. The patient did not receive any medical attention. The battery contacts were in good condition. The patient replaced the battery per the owner's booklet. The meter is not a new product (out of box). The meter was replaced. The complaint is being reported due to the meter not powering on.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.